Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed of 18.2 mmol/l; cause was due to rapid battery depletion causing pump shutdown. Customer received low power alerts and shutdown alarm. Customer administered a manual injection to address bg level. During troubleshooting, battery is depleting normally and customer continued to use pump for insulin therapy.